Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video assisted thoracic surgery (vats) lobectomy procedure, a powered echelon was used with a gst60w reload. After firing this reload it appeared to have placed four rows instead of six rows. The vessel was closed without any extra leakage so no adverse event occurred and no extra reload was used.